Manufacturer narrative:
Sample device was returned for evaluation. Investigation is ongoing. A follow-up report will be provided once completed.

Event description:
(B)(6) 2020: PICC snapped at argon hub while line was in use with patient. Inserted on /(B)(6) 2020, lot# 11280017 in right ac. Line was completely removed after PICC snapped.